Event description:
Customer reported erratic reading and wanted new controls. Device = 27 mg/dl. Customer called ambulance and then passed out. Paramedics gave customer an IV. No controls were used. A request was made for return product and replacement product was sent.